Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime/a33, excessive no delivery test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm noted. Pump received with cracked reservoir tube lip noted.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 272 mg/dl. The customer stated that the drive support cap appears normal. The customer was assisted in performing pump rewind. The customer stated they are able to complete the rewind sequence. The customer didn't report an e70 alarm. The customer received motor error today and yesterday. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.